Event description:
The customer reported via phone call that she had a high blood glucose over 600 mg/dl. Customer was getting bad leg cramps and stated that she was scheduling to have surgery on them. Customer got up to take her medication and had eaten an hour before. Customer checked her blood glucose and it was over 600 mg/dl. Customer stated that it doesn't look like the insulin has moved. Customer had done a lot today and stated that she isn't supposed to be sitting a lot or standing a lot. Customer drank some water and took her medication. Customer was on her leg for a long time. Customer took a muscle relaxer an hour after she checked her blood glucose. Customer used the pump to treat for her high blood glucose. Customer found an air bubble along the tubing length. Customer was advised to store the insulin at room temperature. Customer mentioned that she recently took steroids and that caused her blood glucose to go high. Customer declined to fully troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.